Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed, however at the time of placement sheath removal the lead was dislodged. The physician started over and was able to reposition the lead in a different branch of the coronary sinus. The lead remained in use. No patient complications have been reported as a result of this event.